Event description:
Customer reportedly received a results of 305 mg/dl on the compact system and 121 mg/dl on professional's meter within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.